Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is experiencing a rash on the incision, swelling and pain.

Manufacturer narrative:
Upon receipt of additional information, the devices related to this event are manufactured at a different facility. Please reference 2648920-2016-00832 and 3007963827-2016-00033